Event description:
Ett [endotracheal tube] cuff failure during intubation requiring ett exchange due to loss of volumes on the ventilator. Cuff pressure was set to 60 to maintain a seal on the faulty ett; an audible leak was present. Ventilator volume loss soon after. Pt was reintubated with the same size ett and the same depth, yet 23 cuff pressure was required to maintain seal on the new ett. Inspected previous ett, cuff maintained inflated, yet the pilot balloon would not stay inflated. Attempted to deflate and inflate the pilot balloon, but it did not change the cuff status.